Event description:
It was reported to philips that the system could not be started up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, the fse discovered that the main power distribution unit's (mpdu) fuse was broken, preventing the mpdu from powering on. To resolve the reported issue, the fse replaced the fuse in the mpdu. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.